Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case; however, no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device has an unresponsive touchscreen preventing it from powering off. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the touchscreen no longer responds, making it impossible to turn off the device. The rse recommended to replace the touchscreen. A touchscreen has been ordered.

Manufacturer narrative:
E1: reporting institution phone number - (B)(6). Reporter phone number - (B)(6).